Manufacturer narrative:
The reported issue was confirmed. Received only photo of catheter that had a break. The evaluation concluded that the break of the catheter resulted from the patient's effort to pull it out of the urethra. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was pulled out of the urethra by the patient and snapped in half. The patient was an elderly male. Surgery was required to remove the catheter. There were no pieces left in the patient. There was no reported patient injury.